Manufacturer narrative:
Concomitant medical products: 694965 lead, implanted: (B)(6) 2006; dtba1d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had high and undefined pacing impedance, high and undefined rv and superior vena cava (svc) impedance, and noise consistent with fracture. It was noted that the impedance alerts were turned off. As well, the patient's left ventricular (lv) lead had high thresholds and high impedance. The rv lead was capped and replaced. The lv lead remains in use. No patient complications have been reported as a result of this event.